Event description:
Complaint description from customer on (B)(6) 2023: "two of my vat nurses we at the bedside for a code and deployed the device into the tibia of the patient. The nurse stated after squeezing the trigger, the io "fell apart". Both nurse said the top had sheared off and they were unable to remove the trochanter to use the io. She later found the top in the bed. Unfortunately, the patient expired and I was not able to retrieve the io." Additional information received from customer on (B)(6) 2023: "code in labor delivery, patient was post-partum, inserted device per instructions card - when done squeezed step - small metal round piece was on bed, 2 plastic pieces fell off, needle was flat to top - unable to pull out. CPR has been performed. However, not at time of the nio-a device insertion."

Manufacturer narrative:
While we did not receive the lot number of the device related to this adverse event, based on sales history to this customer, we suspect that it would be from one of three lot numbers as identified below: lot 2040021, lot 2240034 and lot 2140024 our engineering team is in the process of evaluating retained product from the suspected three lots identified above. As soon as their evaluation is complete, we will provide a follow-up report.